Manufacturer narrative:
H11: internal complaint reference: (B)(4).

Event description:
It was reported that before a knee scope procedure, one dyonics powermax elite handpiece heated up and stopped working. The procedure was performed, without any delay, using an equivalent sn back up device. No further complications were reported.